Event description:
The customer called to report multiple no delivery alarms during normal use. Troubleshooting was performed, and an infusion set change solved the problem. However, the insulin pump was replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose/flush drive support disk. Unable to verify the excessive no delivery alarms due to the motor error alarms. The unit had cracks on the lcd window corners, and a missing end cap sticker. The motor was tested outside the device, and passed.